Manufacturer narrative:
This report provides an event received from the data from thv/tvt registry and reports 1 asd defect closure due to transseptal catheterization event for the sapien 3 transcatheter heart valve in the mitral position. The 'time to event' (tte, in days) for this event was 400.0. The device identification (di) numbers for edwards commander delivery system are: (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium, or valvular structures, is a known potential complication associated with transcatheter heart valves. Transeptal approaches allow transfemoral (venous) access to the mitral valve by puncturing the atrial septum and advancing the delivery system through the opening. Usually, the septostomy closes on its own over time and does not require treatment. In some cases, the interventionalist will elect to close the created atrial septal defect (asd) during the initial procedure percutaneously with a septal occluder. Persistent iatrogenic atrial septal defects (iasd) are not uncommon and may be associated with the use of larger sheaths. These may require placement of a closure device in a repeat procedure and are considered serious injuries. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Thv/tvt registry alternative summary reporting adverse event submission for events received by ew during quarter 3 2021 for mitral serious injury events for the sapien 3 valve, and the event occurred more than 1 year post procedure this report is for asd defect closure due to transseptal catheterization serious injury event for sapien 3 transcatheter heart valve. The age for this event is (B)(6). The gender is as follows: female.

Manufacturer narrative:
Resubmitting corrected MDR to provide exemption number in provided field. No new information to report.